Manufacturer narrative:
9/9/1998- supplemental report sent to FDA. Additional data entered in d-9. Device evaluation indicated and codes entered in h-3 and h-6.

Event description:
The device was used during a pneumonectomy procedure. Reportedly, the staples did not form properly. The surgeon reloaded the instrument with another cartridge and again the staples did not form properly. The surgeon resected the tissue. The hosp has reported that the pt's status is satisfactory.